Event description:
A nurse practitioner reported that she had a vns that the patient had been hospitalized recently for seizure exacerbation. It is unknown if their seizures are above baseline or below baseline. The site feels that the patient's generator is nearing end if life despite that the eri is no at this time. The patient's last setting were 2.25/30/250/30/5. A battery life calculation/estimation was completed with a significant amount of data missing and likely not accurate for that reason. Programming history is missing approx 8 yrs of data. Results were 0.41 yrs until eri=yes. No further information will be provided from the site about the patient. At this time no surgery has been scheduled.

Event description:
Additional information was received. It was reported via clinic notes dated (B)(6) 2012, that the patient had been discharged from the neurology service on (B)(6). He was hospitalized for having been found by his roommate, abrasions on his face, reportedly not speaking or caring for himself for couple of days, at which point he was transferred to the ER and admitted to the neurology service. It is likely that he had a breakthrough seizure with prolonged post-ictal confusion. He had his antiepileptic medications restarted. He has a long history of epilepsy medication compliance issues and it was reported that through conversations with his nephew, there has been a large decline including poor compliance with activities of daily living. Due to family concerns over being able to provide care for him, he was discharged to a nursing facility. The patient reported some smaller seizures, with no other details than that. It was thought also that during his hospitalization, his vns battery was low, but discovered to be functioning well on interrogation. Their device has been implanted for 10 years so based on that the patient will be referred for a prophylactic generator replacement in the near future. No surgery date planned at this time.

Event description:
The patient's explanted generator was returned for analysis and is pending completion.

Event description:
The patient had a prophylactic replacement of their generator. It has not been returned for analysis.

Event description:
Analysis was completed on the patient's explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. The septa are cored. There is dried body fluid in the connector block areas but there is no evidence of corrosion. Other than typical explant procedure related observations, no surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device.